Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm. The customer's blood glucose (bg) level was 300 mg/dl and manual insulin injections were administered to address the bg level. After an hour, the altitude alarm cleared and the customer resumed insulin delivery.